Manufacturer narrative:
Biomérieux investigation was conducted. The investigation included review of log files, on-site testing and fine-tuning by field application specialist (fas) and field service engineer (fse), and internal testing of isolates submitted by the customer. The investigation concluded: the customer slide setup technique is inadequate (fas/fse slides worked successfully, customer slides failed). There appeared to be a mixed culture involved with some of the customer testing. Some improvement was gained as a result of fine-tuning of the instrument. The investigation concluded the vitek ms is performing as intended, and that the cause of the misidentification was user error (poor setup technique).

Event description:
A customer in the united states reported to biomerieux that they obtained a discrepant identification result in association with the vitek ms instrument. The vitek ms instrument reported a result of clostridium histolyticum. The organism was confirmed through genotyping methods as microbacterium liquefaciens. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. An internal investigation will be conducted by biomerieux.